Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were soreness and swelling at the ipg site. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.